Manufacturer narrative:
On 6-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two 400cc mentor memorygel breast implant prostheses were received by the mentor failure analysis lab on (B)(6) 2020 under other complaint. However, after the accompanying information and device information were reviewed, it was determined that the returned devices do not belong to the complaint. Multiple attempts were made for clarification. However, no response had been received, and the device could not be associated with an existing complaint. On (B)(6) 2020, it was determined that these devices are blind units. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. The date of explantation was estimated as (B)(6) 2020, the first day of the month that the device was received. This report is for one of the received prostheses.